Event description:
Event description: as reported by the (B)(6) field clinical specialist, after successful tavr procedure a manta closure failure occurred. An unsuccessful attempt was made to balloon the vessel, but a cut down was performed. The patient was stable and discharged. There was no allegation of any (B)(6) device that caused the event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).